Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side rupture, and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 330cc mentor memoryshape breast implant and experienced left side rupture due to some kind of accident. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On august 5, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On august 7, 2020, mentor became aware that the date of surgery was (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event. If any additional supporting documentation for review (i.e., post op device photos, videos, and/or pre-operative scans) is provided in the future, the investigation will be re-opened, re-investigated, and supplemental report will be submitted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2020, mentor became aware that under previous submission follow up report number 1, incorrect date of explant was mistakenly submitted as "on (B)(6) 2020" under h10 narrative. Field d7 for explantation date was entered correctly as on (B)(6) 2020. The narrative under h10 should have said "on (B)(6) 2020". Manufacturer¿s reference number: (B)(4).